Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer's stylus could not be calibrated to the touch screen. It was also indicated that the power cord bay was broken. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer's stylus could not be calibrated to the touch screen. The programmer was returned for service. No patient complications have been reported as a result of this event.